Event description:
It was reported that a pump issued an alarm number 20 while in use and was still under warranty. The customer's blood glucose level did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Tandem technical support arranged for a replacement pump, instructed the customer on how to put the pump into storage mode, and asked them to return the faulty pump within ten days using a prepaid label.